Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. H6: added sepsis.

Event description:
It was reported that the impella cp was placed pre-pci due to respiratory acidosis. It was noted that the patient was in stabilized condition, decreasing lactate, increasing renal output. Catecholamine demand unchanged high. It was then reported that the patient was in critical condition. Increased catecholamine demand due to suspected sepsis. In addition, it was reported that the pump became dislocated into the aorta after moving the patient. Repositioning was attempted however was unsuccessful, so the impella was removed. MDR and pmda reports required due to positioning issue and sepsis.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: warnings, cautions and precautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ understanding and managing impella catheter position alarms ¿if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.¿ correct impella catheter position ¿for optimal positioning of the impella catheter, the inlet area of the catheter should be 3.5 cm below the aortic valve annulus and well away from papillary muscle and subannular structures. The outlet area should be well above the aortic valve.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. The pump became dislocated into the aorta after moving the patient. Repositioning was attempted; however, repositioning was unsuccessful, so the impella was removed.